Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.